Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. On initial inspection, the device was returned. The reported lot number was confirmed from the returned packaging. Visual/ microscopic inspection indicated that the device was returned with an xt-27, cat 5 and an infinity device. No visual issue was noted with these devices. It was noted that the surpass evolve flow diverter stent was deployed, and the stent was noted to be deformed. The distal catheter was noted to be damaged. The sdw was inspected and and the distal section was found to be broken/fractured. The broken distal section was not returned with the device. Functional test is not applicable as the stent was deployed and deformed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the stent would not fully open during the procedure in the ica left, supraophthalmic located aneurysmal re-perfusion. Additional information provided by the customer indicated that no damage was noted to the device packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the recommended access devices were used during the procedure, and the patient's anatomy was not tortuous. No resistance was experienced during the procedure which could have contributed to the reported event. Product analysis found the returned distal section of the sdw broken/fractured at the distal end and the stent was deformed most likely as a result of multiple attempts at re-sheathing and repositioning the stent in the patient's anatomy. An assignable cause of procedural factors will be assigned to the reported stent failed/ unable to open (when not implanted) and analyzed sdw broken/fractured during use, stent deployed prematurely during recapture/resheating and stent deformed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject stent delivery wire was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.